Event description:
The atty reported that the pt had colectomy, colon colectomy, partial omentectomy, appendectomy, and colon resection surgery in 8/94, and the pt subsequently developed an infection.